Event description:
It was reported that the customer received an auto-off alarm while sleeping due to no interaction with the pump for 12 hours. Customer's blood glucose level was impacted (slightly elevated). During troubleshooting with tandem technical support, customer turned the auto off feature to "off."

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.